Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling caused the defect. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the air/water supply cap was loose, the bending angle was insufficient due to elongation of the angle wire, the knob had some play, the bending angle in the up direction was out of specifications, the adhesive on the bending section was missing, the image had shadows on the display, the forceps plug cap had been scraped off, and moisture was on the electrical connector. Scratches were found on the tip cover, the operational part, the insertion section, the switch box, the operational unit cover, the up/down knob, the up/down angle fixing lever, the right/left knob, the grip, the universal cord, the scope connector portion of the universal cord, the scope connector portion of the scope, and on the right/left angle fixing knob. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the water cap on the evis lucera duodenovideoscope was loose. During testing and inspection of the returned device, the adhesive part of the lighting lens was peeling. There were no reports of patient harm associated with this event. This MDR has been submitted to capture the reportable malfunction found during the device evaluation.